Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the subject device did not display an image; however; it was confirmed that the ultrasound image was not displayed due to incorrectly configured cables. Through troubleshooting, the issue was corrected on site by an olympus field service engineer. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that during preparation for use, the ultrasound on the video system center did not display an image. An olympus field service engineer (fse) was dispatched to perform troubleshooting. The cabling and system settings were checked, and the subject device was found to be not connected properly to the cv-1500/evis x1 video system center. It was identified that two connections were faulty, which is why there was no image. Cabling in both examination rooms was checked, including function tests. The device was repaired by the fse on site. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.